Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. A review of the treatment report for the date of treatment shows the user operated the surgery with the recommended settings and no relevant deviation between planned and performed energy was detectable for the treatment. No abnormalities were detectable that could contribute to the reported event. No technical root cause was identified. The root cause cannot be determined conclusively. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient presented with diffuse lamellar keratitis (dlk) one day post lasik bilaterally. Dlk was noted to be trace on the edge superiorly 360 degrees. Patient was instructed to continue topical antibiotic/steroid drop four times a day and to start a topical steroid twice a day in both eyes. Dlk was reported to be resolved ten days post onset. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.